Event description:
On (B)(6) 2015, patient reported to dexcom technical support that an intermittent out of range signal that occured on (B)(6) 2015. Device signal was restored after an hour prior to the call. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).